Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vessel spasm, thrombosis, dissection (intimal disruption), or perforation are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2023-00358.

Event description:
On 30-jun-2023, penumbra inc. Became aware of a journal article titled, "catheter-directed mechanical aspiration thrombectomy in a real-world pulmonary embolism population - a multicenter registry" (slawek-szmyt et al. 2023). In this multicenter prospective study, one-hundred and ten patients with pulmonary artery embolism were treated with catheter directed mechanical thrombectomy (cdmt) using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6) following failure of or contraindications to systemic thrombolysis (st) treatment between january 2019 and august 2022. It was reported that one patient with absolute contraindications to st experienced a non-massive, distal sub-segmental pulmonary artery injury during the cdmt procedure using the cat6 and sep6. The patient was successfully treated with prolonged balloon inflation. The relationship between the non-massive, distal sub-segmental pulmonary artery injury and use of the cat6 and the sep6 was not specified.